Event description:
It was reported that the patient presented to the clinic for a device implant procedure. During the procedure, it was noted that the right ventricular lead failed to extend. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found the complete lead was returned in one piece. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil over torqued at the connector region consistent with procedural damage. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil.